Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the abutment. The patient underwent a surgical procedure (date not reported), to cauterize and remove the excess tissue. The implanted device remains.